Manufacturer narrative:
Age or date of birth, sex, weight and ethnicity not available. Date of event: not provided. Serial#: unknown/not provided. UDI #: a complete UDI # is unknown as product serial number was not provided. Device manufacture date: unknown, as the serial number of the device was not provided. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
Physician reported that in the last few weeks he has a couple of patients that ended up with slight thermal issue after cataract surgery. The thermal issue is enough so that the incision does not seal as well as he wanted. He believes it is occurring during quadrant removal. He uses a 2.4mm incision and a blue tip with orange sleeve. No product is being returned and no product identification was provided. The physician does not remember exactly when it happened.